Event description:
Robot vessel sealer was used by surgeon but it was not cutting well. Item was removed from use and a new one was opened. No problems with the new one. The device and its original packaging were given to the hospital's materials management department to return to the manufacturer.